Manufacturer narrative:
The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be manufacturing related. One 5 fr dual lumen powerpicc catheter was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A microscopic observation revealed a protrusion within the orifice of the purple luer hub of the returned sample. This protrusion appears to be a molding defect and would prevent a complete seal between the luer hub and a syringe. The manufacturing facility has been notified of this event and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported the purple hub is leaking at the time of infusion. No other information was provided. Additional information received: another catheter was placed to continue treatment. There was no harm or impact to patient or health professional, no exposure to blood or chemotherapy, no surgical or medical intervention required, hospitalization was not extended.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the purple hub is leaking at the time of infusion. No other information was provided. Additional information received: another catheter was placed to continue treatment. There was no harm or impact to patient or health professional, no exposure to blood or chemotherapy, no surgical or medical intervention required, hospitalization was not extended.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5308 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the purple hub is leaking at the time of infusion. No other information was provided.